Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2022-01535. It was reported that patient was having ineffective therapy as one of the leads exhibited high impedance and unable to program on that lead. As such patient underwent surgical intervention took place, wherein one of the lead was explanted and replaced with new lead. Post procedure effective therapy was restored. Both leads are reported as it is unknown which one was liable.